Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced an interruption in continuous glucose monitoring (cgm) readings. Both the dexcom mobile application and the omnipod 5 insulin pump displayed error messages advising the patient to wait up to three hours, coinciding with the initial placement of a new sensor on the abdomen. During this monitoring interruption, the patient developed acute symptoms including vomiting and significant fatigue and was transported to the emergency department. A fingerstick blood glucose test was not performed at presentation; however, a later blood glucose measurement revealed a level of 389 mg/dl. The patient was admitted and treated with intravenous fluids for three days. Following stabilization, the patient was discharged home. Since discharge, the patient has been regularly monitoring blood glucose levels and is currently stable and feeling fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/sensor error/brief sensor issue was determined to be sensor noise. No additional patient or event information is available.